Event description:
The customer reported to olympus that the flex video scope angulation control knob was tight, and the adjustment ring was loose. There were no reports of patient harm. The device was returned for evaluation. During inspection, foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device evaluation found that due to the clogging of the air/water nozzle, air supply volume did not meet specifications. Additionally, due to the wear of the angle wire, the control knob in the up/down direction did not meet specifications. Due to wear of the angle wire, the bending angle in the down direction did not meet specifications. A leak was observed due to damage on the up/down control knob. The up/down control knob does not operate smoothly due to damage. Due to wear of angle wire, the bending angle in up direction did not meet specifications. The adhesive around the light guide lens was peeled; adhesive around the objective lens was peeled; the switch box had a scratch; switch 4 had wear; the forceps lever had a scratch; the forceps elevator knob had a scratch; the right/left knob had a scratch; the probe cover had a scratch; the up/down knob had a scratch; the control unit had a scratch; the adhesive on bending section-rubber had a chip; the ceiling-plate had a crack; due to a crack on bending section rubber cover, the insulation resistance value at distal end did not meet specifications; the control unit had discoloration and the connecting tube had a scratch. Based on the investigation and available information, the foreign material could not be identified. The likely cause for the foreign material in the nozzle could not be conclusively determined. The instruction for use (IFU) states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The instruction for use (IFU) states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.